Event description:
An issue was reported with a continuous glucose monitor (cgm) error, specifically error 42, by the caller. There was no adverse impact to the customer's blood glucose level. Customer service assisted the caller in resetting the pump, after which the error did not reoccur, and the caller successfully started a sensor session.